Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium secondary set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that the IV set was leaking chemo fluids at port.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10013364t and lot# 24109021 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02oct2024. There were quality notifications issued for the failure mode reported by the customer during the production build of this set for lot 24109021 as notification ID # 200401501 on 09dec2024. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.